Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg immunoassay results for one patient tested on a cobas 8000 e 801 module. The date of the event was unknown. The customer aliquoted the sample into two tubes. The patient's first tube was "passed through the sorter and rack transporter." The patient's first tube had toxo igg results of 4.5 iu/ml, 4.6 iu/ml, and 4.7 iu/ml. All of the results from this tube were reactive. The patient's second tube was stored frozen for one year and the toxo igg result was "<0.18" iu/ml non-reactive. The toxo igg reagent lot number was 566145 with an expiration date requested but not provided.

Manufacturer narrative:
Updated the evaluation result code.

Manufacturer narrative:
The toxo igg reagent lot number was 566145 with an expiration date of 31-jul-2022. The customer's calibration and qc results, and sample pre-analytic details were requested but not provided. Based on the provided information, no general reagent issue was detected. The investigation did not identify a product problem. The cause of the event could not be determined.